Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. Additionally, 4 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to gel smearing were observed. Four (4) retained tubes were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. 4 supernatants were then decanted and examined under magnification for any signs of gel particles or gel smearing; none were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint has been confirmed based on the photos provided. All other testing performed was satisfactory. A root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor separator movement. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "there is gel after the blood collection tube is centrifuged."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was poor separator movement. This event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "there is gel after the blood collection tube is centrifuged."